Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 20.5 diopter intraocular lens (iol) was implanted into the patient''s right (od) eye on (B)(6) 2017. It was later explanted on (B)(6) 2017 because the patient could not see as expected and had visual disturbance issues with near vision. The patient also has angle kappa. The replacement lens was a zct150 20.5 diopter lens. No additional information was provided.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 01/12/2018. Device returned to manufacturer: yes. Device evaluation: the lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.